Manufacturer narrative:
Inspected 1 random partial opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also, performed a visual inspection and found 1 of 8 insertion needle to be bent inside the sensor base. Missing 7 insertion needles. Unable to confirm customer received sensor in that condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was missing. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.